Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with their sensor and blood glucose readings. The customer states their blood glucose level was 89mg/dl. The customer states their levels are going up and down sporadically. The customer states the device went off at 48mg/dl and into threshold suspend. Troubleshoot was conducted. The customer was educated on insertion and calibration techniques. The customer is being sent replacement sensor.